Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the false upstream occlusion alarms, which were reproduced. The false messages were found to be caused by low ultrasonic readings on the lower sensor with a fluid filled set. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed an occlusion message. It was also reported there was no patient involvement.